Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
It was reported that the numbers on the insulin pump scroll, without any input from the customer. Customer's blood glucose level at the time 179mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.